Event description:
It was reported that the bilaterally implanted patient was not responding to sound as he normally would. A trauma was not denied by the mother but she dis not notice any specific hit to the head. According to the add'l info received on (B)(6) 2014, the patient was not hearing anything. A re-implantation is planned but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.